Event description:
It was reported that the video system center could not read scopes during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g2, h3, h6. The device was not returned to olympus for inspection, but the third party distributer was able to confirm the reported failure. In addition, the following reportable malfunctions were identified during the device evaluation: connector was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connector was broken. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.